Manufacturer narrative:
On (B)(6) 2019, a customer in UK notified hologic that they screened approximately 240,000 samples and from these samples, twelve (12) patient samples were sequenced. Of the twelve (12) samples, two (2) were identified with CT variants which affected the ac2 assay.

Event description:
See section 10 for final results.

Event description:
On aug 11, 2019, a customer in (B)(6) notified hologic that they sequenced 12 patient samples and of the twelve samples, two were identified with CT variants which affected the ac2 assay.